Manufacturer narrative:
Investigation of the reagent kit lot did not find any product problem. The CT values generated are late CT values which correspond to samples that are generating titers that are below or near the limit of detection (lod) of the assay which would be expected to waver between positive and negative results upon retest. This could explain why the retest on the genexpert was negative. ------------------------ (B)(4).

Manufacturer narrative:
At the completion of the investigation, a supplemental report will be filed. ---------------------------- (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged 2 patient samples generated target 2 positive results when tested using the cobas sars-cov-2 test; repeat testing on the genexpert test generated negative results. The repeated result from genexpert were released. No harm indicated. Swab specimen type is nasopharyngeal collected using copan utm. Samples were tested/ retested within 48hrs of collection from the same secondary tube aliquot that were stored at room temp. There was no recollection.